Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the load fill tubing step required more insulin than expected. There was no impact to customer¿s blood glucose. Customer declined troubleshooting with tandem technical support and declined to provide further information.